Event description:
It was reported that approximately two years after implantation of a vena cava filter at the time of the scheduled retrieval, the filter was tilted and several filter legs extended beyond the ivc wall. During the attempts to remove the filter with a recovery cone, a filter arm detached and embolized the right ventricle. Attempts were made to retrieve the detached filter arm with biopsy, forceps; however, they were unsuccessful. The filter was unable to be retrieved and remains implanted. The pt was reported to be doing well.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.